Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. "Patient filled the portable c-1000 unit from the base unit helios 46 universal. After removing the c-1000 from the base, the patient stated that liquid oxygen leaked 1.5 meters into the air. The unit then emptied. No injuries were reported".